Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). Investigation: the run data file was analyzed for this event. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. Signals in the run data file do not indicate a conclusive cause for the greater than expected wbc content in the platelet product reported for this collection. No unusual process variable was identified in the run data file. Wbc contamination of platelet products can potentially be due to: this site's statistical distribution. Late or major changes, especially in hematocrit, can contribute to an elevated wbc count. Donor physiology. Sampling, calculation, or other process error.

Event description:
The customer reported an elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.